Manufacturer narrative:
(B)(4) new samples #(B)(6) were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. Each of the samples were tested as per procedure finding no internal, external leaks or anomalies after the test. Complaint of leaks cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been returned for evaluation, however, investigation is not yet complete.

Event description:
The event involved a microclave® clear connector where the customer reported that the device leaked through the groove in the middle of the connector. Before inserting the microclave in a peripherally inserted central catheter (PICC) of a patient, it was primed with no issues, and when connected to infuse through the connector, the saline leaked without going directly into the patient¿s line. The event occurred during usage in a patient, there was no delay in therapy or adverse event, and no one was harmed as a result of this event. This is incident two of two.